Event description:
Information received by medtronic indicated the customer experienced high blood glucose. Customer's blood glucose was 29 mmol/l and the current blood glucose was 6.5 mmol/l. Customer treated high blood glucose with manual injection. The insulin pump was under delivering because they did not receive any alerts based of high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of event. Customer did not state any symptoms related to high blood glucose. Before high blood glucose event, received low reservoir alert and whole set was changed. The insulin pump passed high pressure test. No further patient complications were reported. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. On (B)(6) 2022, the customer alleged was for high blood glucose due to under delivery anomaly. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube) and label damage(serial number label faded) during the visual inspection. Thus and carelink was utilized and downloaded trace/history files properly. No unexpected alarms/suspends related to an under delivery anomaly. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, displacement test and delivery accuracy test at 0.0869, however, failed sleep current test due to moisture damage. No under delivery anomalies noted during test. The daily total of bolus delivered on (B)(6) 2022 was 11.2 u. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose or possible under delivery anomaly. Moisture damage on electrical board 1 was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.